Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 3010536692-2014-00902.

Event description:
Allegedly patient had primary surgery 13 years ago and has had no problems. Suddenly had dislocation in (B)(6) this year and hence had the surgery.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.